Manufacturer narrative:
Manufacturer's investigation conclusion: the results of the investigation are inconclusive since the device was not returned for analysis. A review of merln.net logs on 05jul2023 indicated replacing the power cord and power supply resolved the issue, and the patient was again able to take and send readings. Based on the information received, the cause of the reported incident could not be determined.

Event description:
The patient reported frayed wires of the power cord from the patient electronics unit. The power cord was replaced and there were no adverse consequences reported by the patient.